Event description:
A us distributor returned a monitor and reported monitor does not communicate with the belt.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with belt) has been confirmed. Upon investigation the monitor was unable to communicate with a belt. The monitor's electrode belt connector was pulled out from the monitor enclosure, damaging the j1001 connector on the ca board. The root cause for the damaged receptacle was excessive force. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.